Event description:
During a review of a clinical manuscript, it was reported that two months after a single-level x-stop procedure, a pt was still experiencing pain. It was confirmed by x-ray that the spinous process was fractured and the x-stop implant had migrated. The x-stop was removed and a formal decompression was performed.

Manufacturer narrative:
F/u with reporting physician.